Event description:
In february 2006 the lay-user/patient contacted lifescan alleging that her one touch ultra meter would not turn on. The medical affairs specialist mailed a letter to the patient in february 2006, since she could not be reached by telephone. The patient reported that the last time she tested on the meter was about 3 months ago. On an unknown date, the patient had a symptom of being "light-headed." She was unable to test herself due to the power issue of the meter and was taken to the hospital where she received insulin. The patient denied using a backup meter. The customer care advocate noted that the meter would not turn on by pressing the power button. It is not known if the meter would turn on by inserting a test strip into the meter. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: what date/time the meter stopped powering on, what date/time the symptoms started, how she treated herself after the symptoms started, and if she tried testing herself when she had symptoms. In addition, it would have been helpful to know what her blood glucose reading was at the hospital, what type of insulin she was given, what her diagnosis was, how long she stayed at the hospital, what other medications/treatments she received on the day of the event, and what adjustments, if any, were made to her medication regimen as as result of the incident. This complaint is being reported since the patient was unable to power the meter on to test herself. The patient had a symptom of being "light-headed" and ultimately went to an emergency room where she received insulin treatment.